Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio occurred on the app. Data was evaluated and the allegation was confirmed. The patient was experiencing signal loss at the time they reached the threshold for an audio alert and would not have received alerts or alarms. The alerts functioned within specifications and patient settings. The probable cause was determined to be loss of connection over an hour. No injury or medical intervention was reported.